Manufacturer narrative:
On 19-feb-2024, additional information was received indicating the exact number for ejection fraction prior to the procedure was unknown, however it heard the physician said multiple times that it was low. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a smart touch unidirectional catheter and the patient experienced heart failure and respiratory failure that required oxygen, intubation and prolonged hospitalization. It was reported that post procedure, the patient started "de-sating". Patient was placed on high flow oxygen and then subsequently intubated by anesthesia. The patient was sent to the intensive care unit (ICU) for observation. The patient was successfully discharged after staying in the hospital for a few days. The patient had an ejection fraction of 20% and the physician thought that changing the rhythm from atrial flutter to sinus may have contributed to the lowered oxygen levels and low ef (ejection fraction) due to the patient holding carbon dioxide. The event was discovered during the waiting period post cavotricuspid isthmus (cti) ablation, but bwi catheters were still present in the body. The physician stated that the case went smoothly with the product used. There were no abnormal findings during the case.